Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
According to the information received, dr hugen was performing a cystoscopy turp. He was re-inserting the working element into the sheath, and it shocked his hand. He was not injured nor was the patient. It delayed the case for 10 minutes while they switched out the equipment. Doctor switched to other device and completed the procedure without injury to patient. Cross reference MDR: 9610617-2025-02198.